Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs was missing the expiration date. The following information was provided by the initial reporter: material no: 328468. Batch no: 9355823. It was reported that the consumer could not locate the expiration date on the bag.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. This batch was created in 2010, files are only retained for 7 years, therfore no DHR review can be completed.

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs was missing the expiration date. The following information was provided by the initial reporter: material no: 328468; batch no: 9355823 it was reported that the consumer could not locate the expiration date on the bag.